Event description:
Customer stated that the meter is very faint and that the numbers are hard to read. During a review of the system over the phone, it was determined that segments were missing units position of the display. The customer was asked to return the meter and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.